Manufacturer narrative:
A review of the manufacturing and inspection records for this lot was conducted, and no deviations or non-conformances were recorded relating to this issue. There no samples returned to argon for review however, there was an image provided. A review of the image determined that the guidewire was broken. Since the manufacture of this lot, CAPA actions have been implemented to mitigate the guidewire breakage issue. The CAPA will identify the specific root causes and corrective actions to be taken.

Event description:
Physician attempted to use a micro introducer kit during treatment of a soft tissue lesion in the patients left proximal short saphenous vein (ssv). Moderate vessel tortuosity and minimal vessel calcification were reported. Lesion exhibited no stenosis. There were abnormalities reported in relation to anatomy. Tortuous varicose/tributary vein was reported. There was no damage noted to packaging, i.e. Shelf carton, hoop/tray. There were no issues noted when removing the device from the hoop/tray. The IFU (instruction for use) was followed during preparation, procedure, post-procedure. The lumen was flushed prior to use. A guidewire was used for insertion of catheter. Tumescent infiltration was not utilized. No anesthesia was utilized. No compression was used. Resistance was encountered when advancing the device but excessive force was not used. It was reported the floppy tip of the guidewire detached the inside vein and had to be surgically excised and phlebectomy performed. Procedure was aborted.

Event description:
Physician attempted to use a micro introducer kit during treatment of a soft tissue lesion in the patients left proximal short saphenous vein (ssv). Moderate vessel tortuosity and minimal vessel calcification were reported. Lesion exhibited no stenosis. There were abnormalities reported in relation to anatomy. Tortuous varicose/tributary vein was reported. There was no damage noted to packaging, i.e. Shelf carton, hoop/tray. There were no issues noted when removing the device from the hoop/tray. The IFU (instruction for use) was followed during preparation, procedure, post-procedure. The lumen was flushed prior to use. A guidewire was used for insertion of catheter. Tumescent infiltration was not utilized. No anesthesia was utilized. No compression was used. Resistance was encountered when advancing the device but excessive force was not used. It was reported the floppy tip of the guidewire detached the inside vein and had to be surgically excised and phlebectomy performed. Procedure was aborted.

Manufacturer narrative:
Sample is not available for return. An image was provided for investigation. A follow-up report will be submitted upon investigation completion.